Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit's insulation appears to be peeling at the handle. It was further reported that the unit has only been used twice by the account.